Event description:
On 8/14/2006, nellcor puritan bennett received a report of inflation issues on a tracheostomy tube. The caller reported that the tracheostomy tube had a cuff leak. It is unknown whether the leak was discovered prior to patient involvement.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample and lot number are not available for evaluation.